Event description:
The hospital reported that the transducer stopped working and can not get pressure. The transducer had to be replaced to continue the procedure.

Manufacturer narrative:
Deroyal: the reported device has not been returned to deroyal at this time. The transducer is manufactured by ICU medical. They have been notified of the issue and investigation is in process to determine the root cause.